Event description:
It was reported that the physician placed the 18 ga. X 2 1/2" needle in the left subclavian vein & obtained a blood return. The then advanced the spring wire guide (swg) into position without incident & removed the needle. The physician advanced the dilator over the swg & into the vessel. He removed the dilator & advanced the catheter over the swg into position. While removing the swg from the catheter he encountered resistance, but continued to pull the swg out. At which time the proximal portion of the swg, just inside the extension set hub, began to unravel. With the majority of the swg still in the catheter, he removed both the swg & catheter simultaneously. The swg was removed intact. Upon examination of the product, the swg that is still contained in the catheter appears to be kinked distal to the tip of the catheter. There were no pt complications reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.